Event description:
Determined to be reportable based on analysis approved on 23 october 2006. It was reported that during an unspecified treatment procedure of an unspecified vessel, difficulty crossing the lesion occurred. According to the customer "stent strut not close to balloon in the unexpanded state, stent delivery in the lesion not possible because no chance to cross the lesion with stent delivery system." Additional information was requested on this event, however, no further information was available. Returned product analysis confirmed stent damage.

Manufacturer narrative:
Returned device analysis found that the shaft of this device was kinked at various locations along its length and a center strut of the stent was raised and bent back distally. A review of the manufacturing record for this batch 8003924 shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified.